Manufacturer narrative:
Evaluation summary: this may be due to the disconnection of the cmos cable due to repeated use. Correction information. G4: premarket identification PMA/510(k). G6: follow up #1. H2: type of follow up. H3: device evaluated. H6: coding changed based on the investigation result.

Event description:
A customer in (B)(6) reported that there was a no illumination and poor image quality involving pentax medical model ec38-i10cl, serial number (B)(4). The customer stated the brightness failure occurred during tests, it is verified that the equipment, when connected to the video processor, presents video but its illumination leds do not turn on, a failure that is intermittent and that also causes distortion in the image. The issue was observed in the operating room prior to use. The customer requested an RMA for service of the endoscope. There was no report of serious injury, delay in procedure or required medical intervention. An RMA was provided for the customer owned endoscope, but has not been received by pentax medical for evaluation as of 07-oct-2021. On 24-sep-2021, a device history record(DHR) review for model ec38-i10cl, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 19-nov-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 19-nov-2019. The investigation is in-process.

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10cl-us available in the united states with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.